Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, patients with incisional hernia benefit substantially from surgery concerning quality of life, independent of surgical technique.

Event description:
Received an article titled: quality of life and surgical outcome 1 year after open and laparoscopic incisional hernia repair. The article analyzed quality of life, predictors for outcome, including recurrence and reoperation rates during the first post-operative year. Per the article, adverse events included infection, hematoma, necrotic tissue, nerve pain, small bowel obstruction and recurrence.